Event description:
The customer reported the system displayed an interlock failure error message and would not boot up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps2 and ps3 power supplies were replaced and the lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.